Event description:
Customer reported issues with the insulin pump. Customer states that there is a motor error alarm. The blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a cracked motor flex cable. The functional testing could not be completed due to the motor error at the rewind. No cosmetic damage was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.